Manufacturer narrative:
After further review of additional information, have been updated accordingly.

Event description:
The patient experienced multiple complications ever since implant. The patient never overcame sepsis and have been troubled also by intermittent bleeding from upper gastrointestinal and lower gastrointestinal sources. Recently he has commenced bleeding from his lungs as well as other mucosal surfaces. The real damage has been done by large patches of myo-dermal necrosis that we have derided day before, but now he is on a steady downhill course. The treating md does not feel it is related to device but caused by sepsis from multiple organisms-candida which was cultured prior to implant and the patient was treated for as well as line sepsis which required regular line changes. Subsequently, the patient expired on (B)(6) 2016 with sepsis and multi organ failure.

Manufacturer narrative:
Hvad pump hw25232 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. In addition, review of controller log files revealed a slight rise in power consumption starting on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause for sepsis or subsequent death cannot be determined, the previously reported information of resistant sepsis and multiple comorbidities are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the surgeon that the patient had a slight increase in ldh lab bloods. Ldh peak 453 up from 416 couple of days postop. On (B)(6) 2016 ldh 449, nil change in urine color. Nil change in power. The therapeutic team was not certain if the event was related to device, but there has been no other evidence of pump involvement as there was no increase power or flow. The patient remains in the hospital with nil residual symptoms.